Event description:
It was reported that during the filling of the medication cassette, a hair was noticed in the medication between the hard shell and the inside bag. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
While performing a review it was discovered that the file was inadvertently assessed as reportable.: a hair was detected in the sample received, the hair is between the medication bag and the housing, it¿s not in the fluid path. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. 3012307300-2024-10847 is no longer considered reportable, please disregard any reports associated with it.